Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that patient underwent an ipg explant procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo an ipg explant procedure.